Event description:
Report rec'd from the USA stating that the device was "unable to attach to motor." The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the complaint of "cannot attach to motor" was not confirmed. The attachment was able to be secured to a motor with no problems observed. If add'l info is rec'd, a supplemental report will be sent. (B)(4).